Event description:
During an evaluation of a returned transfer set, damage was noted on the patient adapter. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A used patient sample was received for evaluation. Visual inspection was performed and noted a damaged patient adapter where there were marks observed on the outside of the luer, indicative of tool use. The sample passed all functional tests. Sample analysis verified the event. Sample analysis was unable to determine a cause for the event. A review of all batch record documents was performed for associated lot number h14a15026 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.